Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product code and lot codes required to search the complaint database were not provided. The investigation could not draw any conclusions about the reported polyethylene wear based on the lack of the product to examine and insufficient product info; however, polyethylene wear after approx 18 years implantation should not be unexpected. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.

Event description:
The pt was revised because of wear.